Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ba823su-carbon steel sicherheitsskalpell #23. According to the complaint description, it was reported that the primary packaging of the device was torn. There was no described patient harm. The adverse event / malfunction is filed under aag reference#: (B)(4). Associated medwatch-reports: 9610612-2020-00928 (400495340 ba815su); 9610612-2020-00929(400495341ba823su).

Event description:
Further information: when opening the blade 23 scalpel, the outer protection (primary packaging) was torn leading to the desterilization of the material before it could be given to the surgeon. This incident was repeated 5 times in a row. This implies a waste of material. The problem occured during preparation: the paper face torn and the scalpel couldn't be delivered in sterilized condition on the operatory field - in one case it happen for an urgent operatory, and so they consider there was a risk for the patient.

Manufacturer narrative:
Additional information - block b5, d9. Investigation results: visual investigation: the samples are showing a rested part of the pe foil on the sealing area and the other part torn and loosened from the sealing area. As there is no hint for a material issue on the foil itself the rested area of the foil has been tested on its peel force. The peel force measured in the test was between 13,7 and 18,6 n/15mm, this does not show any deviation from the expectable results, based on the results from our last validation in 2020 (14 - 19 n/15mm). Therefore we assume that there is no manufacturing issue. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.